Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: during investigation, there were reboots observed in the black box. The battery compartment was found to be cracked. There was no damage found to the battery cap. The battery cap attached securely to the pump the pump was exercised for 24 hours with no power issues. The battery cap contacts were found to be within specification. Unrelated to the original complaint, there was corrosion found in the battery compartment. The pump leaked at the battery compartment when a leak test was performed. The pump was opened and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).